Manufacturer narrative:
(B)(4): physio-control evaluated the device and replaced the system controller and user interface pcb assemblies. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed assemblies and was unable to duplicate the reported boot up failure. The cause of the reported failure could not be determined.

Event description:
It was initially reported that the device had logged some fault codes related to the coin cell battery; however, after initial device eval, it was found that the device would not complete its boot up cycle. There was no pt use associated with the reported failure.